Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011, customer stated the needle cartridge of the hmx autoloader was leaking bloody diluent. The volume of the leak was unknown. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found the leak coming from cut tubing at the y-fitting for the bellows drain line through pinch valve pv21. Fse replaced the tubing, then tested the bellows drain and ran startup, latron and quality control and the unit passed.